Event description:
The pt began to have a headache, nausea and vomiting and became unresponsive. Shunt tap showed a large amount of increased pressure with good flow proximally. A head CT after draining off the fluid showed dilated ventricles. With good flow proximally and the shunt tube in the right lateral ventricle, it was felt that he must have some sort of distal malfunction. When revised, there seemed to be some blood within the delta valve.